Event description:
It was reported that during a tfn nailing procedure, the head of the coupling screw broke off. The blade guide sleeve and the buttress compression nut became stuck together. The surgeon removed and reinserted a helical blade to seat correctly with instruments from a second set. This is 2 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event was reported as around (B)(6) 2012. The devices were returned and a product development event evaluation was performed. The technique guide recommends that the nut should be located approximately in the middle of the threaded portion when assembled to the blade guide sleeve. The returned unit was assembled all the way up the threaded portion so that it was tight against the head of the sleeve. There is deformation on the side of the spanner wrench holes that would be used for tightening the nut. It appears that the nut was seated against the head of the sleeve and, because there can be some resistance when loosening it in that condition, a wrench was used for disassembly. However, the deformation in the holes show that they may have actually been tightening versus loosening the part, which resulted in the nut being stuck against the head and the returned parts could not be separated manually. There is no damage visible on the blade guide sleeve threads or on the end of the nut that would cause the condition. The nut being stuck is likely due to it being seated and tightened against the underside of the head of the sleeve. The returned devices show evidence of being used extensively over time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design of all three parts was reviewed and determined to be acceptable for the intended use; therefore, the complaint is invalid with respect to design. Corrected data: original awareness date is 03/14/2012. The device evaluation was completed on 08/14/2012.

Event description:
This report is for file (B)(4).